Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an impedance check done prior to the surgery showed everything around 500 ohms expect for the 0/11 pair which showed greater than 3600 ohms. When the new implant was out of the pocket and a connectivity and impedance check was done they saw all green, but when it was in the pocket the connectivity check showed red x and the impedance showed red as well. The doctor wiped the lead and reseated it about 15 times but that did not resolve the issue. It was noted that the doctor had used ¿banco powder¿ in the pocket. Swapping the lead from the 8-15 port to the 0-7 port still showed all red x when doing a connectivity check. The issue was not resolved at the end of the call. No patient symptoms reported.